Event description:
It was reported that the dexcom g7 sensor did not complete pairing to the ilet pump and remained in a pairing state despite re-entering the pairing code and cycling g6/g7 settings and a pump restart; the pump displayed start sensor and dosing stops soon, and the patient was advised on the 30-minute pairing expectation and to replace the sensor if it did not proceed to warm-up. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact and blood glucose was not affected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure between the cgm and the pump, associated with the electrical and magnetic subsystem and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.